Event description:
Healthcare professional(hcp) reported a very ill pt expired while receiving hemodialysis in the intensive care unit. The pt was admitted to the unit with endocarditis, which did not resolve. The pt experienced episodes of bradycardia and was on a ventilator. This hemodialysis treatment was prescribed for an hour period, but approx one hour into the treatment, the pt became bradycardic (heart rate 40 beats per minute). Hcp immediately stopped the treatment and administered 200 cc normal saline. However, the pt did not recover and ultimately expired. The pt was a "medication only" code and the death was not unexpected. The hcp did not attribute this event to the sps baxter 1550 device. The facility protocol is to have baxter evaluate and service a device when such an event occurs. The dialysate flow rate was 600 ml/minute.